Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove and inspect the cartridge and o-ring, clean the pneumatic tap area, and replace the cartridge. After following these steps and successfully loading the new cartridge, the customer was able to resume insulin therapy.